Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys anti-hbc igm on a cobas e 801 analytical unit. The sample initially resulted in an anti-hbc igm value of 17.6 coi (reactive). The sample was repeated with a different unknown method on (B)(6) 2025, resulting in a value of 0.08 coi (non-reactive). A second sample was collected from the patient, resulting in an anti-hbc igm value of 14.7 coi (reactive) on (B)(6) 2025.

Manufacturer narrative:
Calibration and controls were acceptable. A sample clot and sample foam alarm were observed on (B)(6) 2025. A sample from the patient was not available for investigation. The investigation could not identify a product problem. The cause of the event could not be determined.